Event description:
A caller reported damage to the pump housing around the usb port, which affected the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose. The pump was out of warranty, so the customer planned to purchase a new pump and received a supplier's report.